Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported resistance could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. Factors that contribute to difficulty removing the closure device include, but not limited to, tissue or suture caught in foot, foot not fully parked, device edges catching artery wall. The treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to an interventional procedure. The sutures of two prostyle devices were successfully placed. The procedure was completed. Reportedly post procedure, during removal of the 2nd prostyle that was successfully pre-placed there was resistance met with anatomy. Via some troubleshooting techniques the device was able to be removed without issue or intervention. Another 3rd prostyle was deployed without issue. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.